Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 38 x 3.00 promus premier drug-eluting stent was selected to treat the lesion. However, as the device was being advanced up to the guide, the shaft fractured spontaneously. The fracture point was outside the guide, so the device was removed easily. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable throughout.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 715mm distal to the distal end of strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 38 x 3.00 promus premier drug-eluting stent was selected to treat the lesion. However, as the device was being advanced up to the guide, the shaft fractured spontaneously. The fracture point was outside the guide, so the device was removed easily. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable throughout.